Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they experienced high blood glucose and they did allege insulin pump was under delivering. The customer¿s blood glucose level was 224 mg/dl and 229 mg/dl which was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be returned for analysis.